Event description:
It was reported that surgeon was looking for someone from stryker to get in contact with one of his patient's regarding a broken screw.

Manufacturer narrative:
Risk assessment; device history review , device evaluation, complaint history review could not be performed as the reported device was not properly identified. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and/or insufficient information was provided for review

Event description:
It was reported that surgeon was looking for someone from stryker to get in contact with one of his patient's regarding a broken screw.